Event description:
I am afraid to try fitting the second dental protector (pack of two) fearing the same outcome. The person I spoke to on the phone advised me that the plastic base should not come off although in the video it says to gently peel off the white bottom support strip. I fail to see how leaving the heavy plastic tray could be comfortable. Please advise. I have misplaced my receipt. I am returning the ruined protector as proof of purchase. Per customer complaints requested replacement.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.